Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to gear wheel 3.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving intrathecal compounded baclofen (2000 mcg/ml) at an unknown dose and frequency via an implantable pump for an unknown indication. On (B)(6) 2015, a critical pump alarm sounded. The pump was interrogated and logs showed a motor stall. Pump reprogramming failed. The patient showed symptoms of respiratory depression and "clone". The patient was sent to their implanting hospital for follow-up and pump replacement. The pump was successfully replaced on (B)(6) 2015. The patient felt fine. It was unknown what led to the event. The issue was not resolved as of the time of the report. Additional information has been requested regarding the cause of the stall, but it was not available at the time of this report.

Event description:
On 2015-12-14, additional information was received from a foreign manufacturer representative (rep). It was reported that the baclofen in the pump was not compounded, but came as a solution from the pharmaceutical factory with a concentration not > 2000 mcg/ml.